Manufacturer narrative:
Pump unable to prime during prime test due to faulty fsr. The motor was tested outside of the device and passed. Pump has minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer's screen was scratched. The customer's blood glucose was 7.8 mmol/l. The customer stated the damage was not caused by a vehicular accident. The customer believed their scratched screen was caused by the leather case. Customer also stated there was no other damage to the insulin pump. Customer was advised to disconnect from the insulin pump. No additional information provided.